Manufacturer narrative:
Additional information: relevant tests/laboratory data: estimated date based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Pain and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Pain and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Through glaukos "contact us" portal, a trabecular microbypass stent patient reported experiencing pain and cloudy vision in the operative eye (os), postoperatively. Through the report, the patient suggested being allergic to nickel and claimed that a stent removal was warranted. The patient expressed concern and inquired about information regarding nickel allergy. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, g4. Of note: the additional information received through follow-up was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the clarification received, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported that contrary to the initial report of an istent being implanted in the patient''s left eye (os), it was a hydrus stent (non-glaukos device) which had complications. Per report, approximately five (5) months ago (march 2022), the surgeon implanted an istent in the patient''s right eye and there were no complications.